Event description:
The customer called for help with her meter. While troubleshooting, she performed 2 blood glucose tests with readings of 18 and 221 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events, due to the readings. The test strips are to be returned for evaluation, and replacement strips will be sent.